Manufacturer narrative:
Medwatch report (mw5082763). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 8 resolute onyx rx coronary drug eluting stents were implanted in the rca and that 3 retracted. It is reported that a serious injury occurred. No further details are available.